Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During unpacking of the taxus liberte' 2.75x20mm drug eluting stent, strut damage was noted and the device was not used. The lesion was located in the mid right coronary artery. The vessel was predilated with a 2.5x15mm maverick balloon. The physician completed the procedure with another 2.75x20mm taxus liberte' drug eluting stent. No patient injuries or complications occurred. The patient is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.